Manufacturer narrative:
Investigation of the logs found an error relating to the motor temperature. Visual inspection of the device found evidence of liquid ingress.

Event description:
The user experienced errors when attempting to start the pump. This resulted in the pump failing to initiate and error lights flashing. There was no harm to the patient involved.

Manufacturer narrative:
Investigation is due to be completed immenently, following return of device to spectrum medical.

Event description:
The user experienced errors when attempting to start the pump. This resulted in the pump failing to initiate and error lights flashing. There was no harm to the patient involved.